Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Prior to the event, the customer had been on her menstrual cycle for an extended period of time. The customer was also vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The father declined further troubleshooting as he felt that it was working properly. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.